Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy, while suturing in the feeding tube, the needle kept dislodging from the device. There was no patient injury.